Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
It was reported that the unit spontaneously shut down. The device was in use at the time of the event; however, there was no patient harm. The patient was switched to an alternate ventilator. The facility biomed performed troubleshooting but was unable to reproduce the reported issue. The biomed inspected the power management board which was found to have dry visible joints. A power management board replacement was ordered for the customer. The customer replaced the power management board and the issue was resolved.